Event description:
It was reported that during an unknown procedure the white part of the jaw fell off and they replaced it with a new ace23. Nothing further to report. No patient consequences reported.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.